Event description:
It was reported that during a supply change the ilet user did not observe insulin drops at the press-and-hold step, and it was determined that the infusion set connector was not fully connected and locked. After guidance to properly lock the connector, insulin drops were observed and the supply change was completed without incident. No reported symptoms or changes in blood glucose. Outcomes included no alerts or alarms, no adverse clinical effects, and no need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set deployment or connector attachment issue that resolved after ensuring the connector was fully seated and locked. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.